Event description:
Additional information received reported that the patient would be scheduled for a revision, but the date was unknown as the physician was waiting for medical clearance.

Event description:
Additional information received reported that the patient had his system explanted so he could get an MRI of his spine. It was possible that the patient would be re-implanted.

Event description:
It was reported there were high impedances. Impedance measurements were >3600 ohms on all combinations with electrode 8, and there were no falls or trauma to the area. Impedances were checked prior to the patient having a head magnetic resonance imaging (MRI) for an unrelated issue. The reporter stated there would either be an explant or lead revision due to the high impedances, and the patient preferred a revision because he liked the stimulation. It was noted the patient had an intermittent burning sensation at the device pocket that had occurred for the past year. With stimulation on, the burning sensation was reproduced. The sensation started out as a slight burning and then gradually increased in intensity to the point where the patient could not stand it. The sensation occurred with palpating and pressure around the device. When the device was off, the burning sensation could not be reproduced. It was noted the patient kept stimulation on 24/7. The patient had a pre-appointment scheduled for (B)(6) 2012 for a possible revision, and no further details were available at the time of this report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 39565 lot# serial# implanted: explanted: product type lead, product ID 37742 lot# serial# (B)(4) implanted: explanted: product type programmer, patient, product ID 3708340 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product type extension. (B)(4).